Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 inch mic ext set w/1.2mf was blocked. The following information was provided by the initial reporter: material no: 20129e batch no (lot no): unknown it was reported line running intralipids occluded. Line running intralipids occluded. Line and clamps were checked. Porst between lipid filter and tri-fuse extension and the cap where the tri-fuse extension connects to the uvc were flushed. Occlusion did not resolve. Filter extension was changed and the occlusion resolved.

Event description:
It was reported that 7 inch mic ext set w/1.2mf was blocked. The following information was provided by the initial reporter: material no: 20129e, batch no (lot no): unknown. It was reported line running intralipids occluded. Line running intralipids occluded. Line and clamps were checked. Porst between lipid filter and tri-fuse extension and the cap where the tri-fuse extension connects to the uvc were flushed. Occlusion did not resolve. Filter extension was changed and the occlusion resolved.

Manufacturer narrative:
It was reported that the set occluded with intralipids. Received one used filter extension set model 20129e lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed residual fluid within model 20129e¿s 1.2 micron ped filter (p/n 605732-000). No visible damages or issues were observed during initial visual inspection. Functional testing was performed by attaching a 10ml lab syringe filled with water to the set¿s female luer and one 18 cannula needle to the set¿s male luer end. The syringe plunger was very slowly depressed to flush the remaining contents. Resistance was immediately observed when attempting to flush the set while lipid fluid was slowly exiting the cannula. The syringe and connected set were loaded into a lab syringe module and programmed for an infusion rate of 10ml/hr and vtbi of 10ml. After starting the infusion, an ¿occluded patient side¿ alarm occurred as expected since lipid fluid was slowly exiting the extension set¿s end. The set was removed and a second attempt of flushing was performed. The filter set was then able to flush the remaining white lipid fluid with no resistance. The set was reloaded into the lab syringe module and completed the infusion without any further alarm issues. Bd r&d has been informed of the filter component failure and is currently investigating the issue. R&d actions are underway captured under project (B)(4). Equipment used (measurement and testing performed on (B)(6) 2020): 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021. 8100 alaris system syringe, eq08313, calibration due date: 04aug2021. The customer¿s report that the filters clog for lipid infusions was confirmed. The root cause identified was the set filter became clogged and the liquid flow became restricted due to the accumulation of infusion particulate over time and repeated use. A device history record could not be performed due to no lot number was provided by the customer. H3 other text : see h10.